Event description:
It was reported that a patient undergoing treatment with an unknown pico device had discolored wound drainage and a pink incision. The patient was treated with antibiotics for 10 days.